Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. Whether a recalibration was performed or not has not been confirmed by the clinic. Additional information has been requested from the clinic.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.